Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole 6mm from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon rupture.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.